Event description:
It was reported that a patient was being transferred from emergency department (ed) to neonatal intensive care unit (nicu) with a 60ml normal saline (ns) infusing at a "bolus" rate. It was reported that the two (2) channels connected to the pc unit: a pump module and a syringe module; only the pump module was in use at that time. On way up to nicu, the pc unit reportedly had a "system error" alarm and then shut off "but the screen was still lit up but blank." The clinician in nicu was notified of the pc unit shut off. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was being transferred from emergency department (ed) to neonatal intensive care unit (nicu) with a 60ml normal saline (ns) infusing at a "bolus" rate. It was reported that the two (2) channels connected to the pc unit: a pump module and a syringe module; only the pump module was in use at that time. On way up to nicu, the pc unit reportedly had a "system error" alarm and then shut off "but the screen was still lit up but blank." The clinician in nicu was notified of the pc unit shut off. There was patient involvement but no harm.